Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a 550cc mentor memorygel breast implant on the right and an unspecified mentor gel implant on the left. Post-operatively, the patient suffered bilateral breast pain, bilateral breast capsular contractures (baker grade iii) and right breast implant rupture. As a result, the patient underwent bilateral breast revision on october 20, 2021. However, only the right breast implant was removed and replaced with a new 550cc mentor memorygel breast implant. The left implant was re-implanted. Per mentor IFU for mentor gel devices, they are only intended for single-use, so this will be reported as off label use. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain, capsular contracture manufacturer¿s reference number: (B)(4).